Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surfaces,"

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reports that patient underwent total left hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reports patient allegations of pain, trouble walking, inflammation and elevated metal ion levels. Patient's legal counsel reports a revision was performed on (B)(6) 2013, where the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04460 & 2014 -03625).

Event description:
Legal counsel for patient reports that patient underwent total left hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reports patient allegations of pain, trouble walking, inflammation and elevated metal ion levels. Patient's legal counsel reports a revision was performed on (B)(6) 2013, where the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report for the left hip revision noted the revision was due to pain and a loose acetabular cup. Operative report further noted the presence of synovial fluid, fibrous tissue, and the acetabular component was loose. The modular head and acetabular cup were removed and replaced with a biomet head and a competitor's cup.